Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their bedside devices had lost communications with the central stations. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) went spoke to the customer to resolve the issue. The tc checked out the customers network and found many errors with how the devices were connecting between two of the customers campuses. The issue was resolved while the tc was talking to the customer by the customers information technology (it) team so no further work was performed. The reported malfunction was confirmed. The tc found many network errors and provided the findings to the customer to have them work with their information technology (it) department to ensure connection between their two campuses. The issue was resolved by it and the device remains onsite and in use.